Event description:
It was reported that the patient was not receiving effective treatment and the hcp identified a possible catheter leak during a study. The catheter was explanted and replaced. The patient was stable and recovered without sequela. The drug in the pump was baclofen.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.